Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set would not flow. The event was further described as a fibrin sheath formation in the central venus catheter lumen that have been capped. The midline resulted in clotting and the device had to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.